Event description:
Sales rep called to report that during a procedure, when pulling back on the syringe to debubble, they noticed air bubbles. The site changed the manifold, but still noticed air bubbles. The site changed out the catheter and continued the procedure with no further problems. No patient injury was reported.

Manufacturer narrative:
The returned unit was inspected and subjected to additional testing. No visual abnormalities were noted with the hub threads and no cracks in the hub were observed. Testing confirmed air bubbles entering the syringe. Further investigation of the hub revealed inadequate wicking of the adhesive used to adhere the hub to the tubing. Merit conducts 100% leak testing on these catheters during manufacturing. No additional complaints have been received against this lot number for the same defect. Additionally, merit has not received complaints for hub leaks on catheters in over 2 years. Therefore, it is highly unlikely to have a malfunction of this type. Actual device involved in incident was evaluated. Mechanical tests performed.